Event description:
Admitted male, 9/2/93, for diagnosis of acute myocardial infarction, foleycatheter inserted, could not deflate to remove and when inflating balloon the pt complained of pain, non-deflation of balloon, major problem. This caused slowing down of thrombolitic therapy, and increased pain and discomfort for this pt.